Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that while the device was still in the box the battery voltage measurements were inconsistent when checked with different programmers at different times. The device was not implanted. No patient complications have been reported as a result of this event.